Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of touch contamination and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient was diagnosed with peritonitis and was hospitalized from (B)(6) 2012 until (B)(6) 2012. The nurse reported the cause of the peritonitis was patient made a mistake/touch contamination. Product surveillance spoke to the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2012 to obtain additional information regarding this peritonitis event. The pdrn stated that the hp was treated with vancomycin (1g, ip, every 3 days x21 days) a home visit was performed and the hp was retrained on proper aseptic technique. The pdrn did state that, while she did show proper technique during the home visit, the hp's home and personal hygiene were of concern. The pdrn stated that they have recommended that, should the hp have another episode of peritonitis, the hp should be switched to hemodialysis. The hp has recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.